Event description:
The pt reportedly lost sound and was unable to hear during troubleshooting of the device. Testing of the device showed open impedances on all electrodes. Surgery to explant the pt's device has been scheduled.